Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, it was noted that the prong on the 8 mm medium-large clip applier instrument was bent. The customer was unable to fire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and found to have one bent grip, causing them to be misaligned. The offset at the tips was 1.30 mm. The grips were not found to be cracked. Further inspection found that the instrument grip cables were frayed at the distal end. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.